Event description:
It was reported that the patient received an inappropriate shock due to oversensing. An external emi source was suspected. Tachy therapy was programmed off for further testing. Therapy was programmed on again after several potential sources were investigated but no emi was reproduced. The patient was doing well after.